Event description:
The customer reported that the system would lock up during procedures and display a 'charger fault' error message. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.